Manufacturer narrative:
The trend review and lot searches did not identify increased complaint activity. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 04515i000. All replicates met acceptance criteria and the testing passed. Calibrator lot 03015i000, which was used at the account, was not used as it had expired. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. In addition, technical bulletin tb 1000-2016 was reviewed which indicates that the architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address calibrator instability. A study performed in april 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. Additionally, the product claim indicates a positive bias to the comparison assay. No additional product issues were identified. No product deficiency and no malfunction were identified.

Manufacturer narrative:
A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated 2 patient samples generated elevated architect intact pth results that repeated in the reference range when tested at another laboratory. Patient 1 ((B)(6) 2016) tested architect intact pth of 97 pg/ml but repeated roche method 53 (no unit of measure provided). Patient 2 ((B)(6) 2016) generated architect intact pth of 87 pg/ml but repeated roche method 49. The account uses an intact pth reference range of 9 to 78 pg/ml. Both patients are female, one is (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).